Event description:
It was reported that the spinal cord stimulation (scs) clinical patient experienced high impedances on their lead. The patient underwent a revision procedure, and the physician replaced the lead. There were no postoperative complications.

Manufacturer narrative:
Sc-2317-70, serial (B)(6): visual-microscope and x-ray inspection of the returned lead revealed that multiple cables were completely broken at the bent-kinked location of the lead. The bent-kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik x anchor resulting in the reported complaint.

Event description:
It was reported that the spinal cord stimulation (scs) clinical patient experienced high impedances on their lead. The patient underwent a revision procedure, and the physician replaced the lead. There were no postoperative complications.